Event description:
A center director reported pt with trace abrasion on the right corneal flap superiorly on one day lasik post-op visit. At five day follow up reporter indicated pt had superficial punctate keratitis (spk) both eyes. At visit pt also complaint of "eyes felt dry and blurry". Additional info from reporter indicated pt's topical steroid dosage was increased and flap lift and rinse was performed. This report captures the right eye, and additional report is filed for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to the company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).